Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer's family reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer reported that the insulin pump was neither dropped nor bumped. The customer was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.